Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, when it was time to tie the knot, the whole suture came out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information it is likely the vessel was friable resulting in the mal position. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d9, h3 - device returning status updated from yes to no.